Event description:
It was reported that bd insyte autoguard sticky residue. The following information was provided by the initial reporter: according to the end-user, "it was brought to my attention by the pre-op team that item 381433 20ga x 1.00in catheter with the lot number 4305275, has been giving them many issues. When they go to push the catheter in, it gets stuck. They said that it there is a sticky residue making it hard to push it in which is causing them to have to redo it. (B)(6) 2025 1. Can you please provide an exact date of event in this format mm-dd-yyyy? From (B)(6) 2025 through (b)6) 2025 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No adverse event, only missed IV starts.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. The report of complications when threading the IV catheter due to a sticky residue could not be confirmed from the two representative 20g insyte autoguard devices that were provided for investigation. A visual observation and functional testing revealed no foreign matter or sticky residue on the device. The affected unit was not returned for investigation.

Event description:
No additional information.